Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed. One 20 ga x 10 cm powerglide pro midline catheter was returned for evaluation. The returned sticker label indicates lot: regs4241. The device housing was not returned. Microscopic inspection of the catheter revealed a partial split in the proximal end of the catheter extending from the pink molded hub. The split was observed to form a "v" shape with the peak facing towards the proximal end. The peak of the split also appears to exhibit additional damage and scoring in the catheter material. The characteristics of the damage observed are consistent with damage caused by the needle during attempted retraction of the catheter against the needle. The product instructions for use (IFU) warns, "warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter." Since the catheter leak was found to have been caused due to damage from the needle, the complaint is confirmed.

Event description:
It was reported by the customer "during powerglide training, after placing a device it immediately started leaking where the catheter meets the hub. This was an uneventful placement." Additional information provided 10/18/22: the catheter was placed during training a nurse at bedside. Securement device was the statlock provided in the full kit. The date was (B)(6) 2022.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regs4241 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "during powerglide training, after placing a device it immediately started leaking where the catheter meets the hub. This was an uneventful placement." Additional information provided 10/18/22: the catheter was placed during training a nurse at bedside. Securement device was the statlock provided in the full kit. The date was (B)(6) 2022.